Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of prolapse is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that two stents were deployed in the left anterior descending (lad) artery: one 3.5x38 mm xience skypoint stent was deployed distally and one 4.0x15 mm xience skypoint stent was deployed proximally. Following deployment of the proximal stent (4.0x15 mm xience skypoint) in the mid lad, there was plaque shift into the diagonal branch causing 90% ostial stenosis. Therefore, the lesion was re-wired and kissing balloon angioplasty was performed with a 2.0x12 mm non-compliant balloon dilatation catheter in the diagonal artery and a 4.0x15 mm non-compliant balloon in the lad. The patient was discharged from the hospital the same day. There was no adverse patient sequelae. No additional information was provided.